Event description:
It was reported that patient contacted patient liaison about his inflatable penile prosthesis (ipp). It was implanted several months ago and patient have not been happy about the results. Patient underwent a surgical procedure in which all components were explanted and replaced.

Event description:
It was reported that patient contacted patient liaison about his inflatable penile prosthesis (ipp). It was implanted several months ago and patient have not been happy about the results. Patient underwent a surgical procedure in which all components were explanted and replaced.

Event description:
It was reported that patient contacted patient liaison about his inflatable penile prosthesis (ipp). It was implanted several months ago and patient have not been happy about the results. He is in (B)(6) and have been trying to find another urologist that can tell him if there is anything that can be done or if this is as good as it gets. Patient liaison and sales rep recommended a new urologist.